Event description:
It was reported that the patient presented in the emergency room experiencing muscle twitching. Upon review, it was noted that the pacemaker exhibited backup vvi operation and couldn't be interrogated. Device replacement was discussed. No intervention was reported. The patient was stable throughout the event.